Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion leading to eri was observed on the device. The device was explanted and replaced. No further information available.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excessive current flow into the hybrid was noted. The cause of the excess current could not be determined.

Event description:
New info received: patient was stable.